Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed a static fill estimate of 110 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this could occur due to large differences in measured pressures used to estimate remaining insulin and was advised that once actual insulin amount matched the static value, gauge would begin counting down normally, which customer understood and acknowledged.